Event description:
It was reported that the pump lost programing. A request for a new pump was made and the patient successfully infused with the back up pump. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.